Event description:
It was reported to boston scientific corporation that a resolution clip device was used in sinuses ventriculi during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. Reportedly, the physician tore off the clip with strength and led to bleeding. The procedure was successfully completed with several resolution clip devices. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the device was returned without the over-sheath. The catheter was kinked along of its body, indicating excess manipulation was applied on the device. Microscope examination was performed; it was observed that the bushing was deformed and the catheter was unraveled. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was within specification while side b was observed to be out of specification, providing evidence that the device experienced a deployment failure. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in sinuses ventriculi during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. Reportedly, the physician tore off the clip with strength and led to bleeding. The procedure was successfully completed with several resolution clip devices. The patient condition at the conclusion of the procedure was reported to be stable.